Event description:
Caller reported that pump showed only a backlit display with no graphics visible, which affected ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.